Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device received error code 210.6021. There was no patient involvement.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 210.6021. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced keypad with front door due to 210.6021 error. Replaced dim u4 on display board. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad - unresponsive key (error code 210.6021). A review of the device history record showed the device had a manufacture date of 11nov2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device received an alarm error code message. The error code displayed was 210.6021. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.